Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. UDI #: (B)(4). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed there was no wbc contamination that could have occurred for this event. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. UDI #: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA. The platelet collection set is not available for return because it was discarded by the customer.